Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ("perforation : bladder base"), pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") in a 31-year-old female patient who had essure (ess205) (batch no. 620740) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pill. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cervicitis ("cervicitis"), ovarian cyst ("cyst"), metaplasia ("tubal metaplasia"), inflammation ("chronic inflammation"), back pain ("back pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with contraceptives nos, surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the bladder perforation, pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, cervicitis, ovarian cyst, metaplasia, inflammation, back pain and dysfunctional uterine bleeding had not resolved and the abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder perforation, cervicitis, dysmenorrhoea, dyspareunia, genital haemorrhage, inflammation, metaplasia, ovarian cyst, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2010, patient was forced to undergo one or more surgeries to remove one or more of the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter added. Patient's demographics, lab data and historical drug added. Essure indication updated and lot number added. New events abnormal bleeding (vaginal, menorrhagia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), dysfunctional uterine bleeding, perforation: bladder base, cervicitis, cyst, tubal metaplasia and vaginal pain were added. The event abnormal bleeding (general) and pain clubbed with previous event. In 2009, patient underwent hysterectomy with bilateral salpingectomy. It was reported that injuries resulted from essure was not resolved after essure removal. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of bladder perforation ("perforation : bladder base"), pelvic pain ("pelvic pain/ pain"), genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in a 31-year-old female patient who had essure (ess205) (batch no. 620740) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pill. Concurrent conditions included chronic cervicitis, endocervical squamous metaplasia and endometritis. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cervicitis ("cervicitis"), ovarian cyst ("cyst"), metaplasia ("tubal metaplasia"), inflammation ("chronic inflammation"), back pain ("back pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with oral contraceptive nos, surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the bladder perforation, pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, cervicitis, ovarian cyst, metaplasia, inflammation, back pain and dysfunctional uterine bleeding had not resolved and the uterine haemorrhage and abdominal pain outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, back pain, bladder perforation, cervicitis, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, genital haemorrhage, inflammation, menorrhagia, metaplasia, ovarian cyst, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: on (B)(6) 2010, patient was forced to undergo one or more surgeries to remove one or more of the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion . Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), vaginal haemorrhage, dyspareunia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ("perforation : bladder base"), pelvic pain ("pelvic pain/ pain"), genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in a 31-year-old female patient who had essure (ess205) (batch no. 620740) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pill. Concurrent conditions included chronic cervicitis, endocervical squamous metaplasia and endometritis. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cervicitis ("cervicitis"), ovarian cyst ("cyst"), metaplasia ("tubal metaplasia"), inflammation ("chronic inflammation"), back pain ("back pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with oral contraceptive nos, surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on 20-sep-2010. At the time of the report, the bladder perforation, pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, cervicitis, ovarian cyst, metaplasia, inflammation, back pain and dysfunctional uterine bleeding had not resolved and the uterine haemorrhage and abdominal pain outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, back pain, bladder perforation, cervicitis, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, genital haemorrhage, inflammation, menorrhagia, metaplasia, ovarian cyst, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: on 20-sep-2010, patient was forced to undergo one or more surgeries to remove one or more of the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 2-jan-2007: total bilateral occlusion concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), vaginal haemorrhage, dyspareunia most recent follow-up information incorporated above includes: on 1-mar-2018: medical record received. New reporters added. Plaintiff¿s demographics, concomitant disease added. New event uterine haemorrhage was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (patient underwent surgery to remove essure). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). The reporter commented: on (B)(6) 2010, patient was forced to undergo one or more surgeries to remove one or more of the essure coils. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of bladder perforation ("perforation : bladder base"), pelvic pain ("pelvic pain/ pain"), genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in a 31-year-old female patient who had essure (ess205) (batch no. 620740) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pill. Concurrent conditions included chronic cervicitis, endocervical squamous metaplasia and endometritis. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cervicitis ("cervicitis"), ovarian cyst ("cyst"), metaplasia ("tubal metaplasia"), inflammation ("chronic inflammation"), back pain ("back pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with oral contraceptive nos, surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the bladder perforation, pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, cervicitis, ovarian cyst, metaplasia, inflammation, back pain and dysfunctional uterine bleeding had not resolved and the uterine haemorrhage and abdominal pain outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, back pain, bladder perforation, cervicitis, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, genital haemorrhage, inflammation, menorrhagia, metaplasia, ovarian cyst, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: on (B)(6) 2010, patient was forced to undergo one or more surgeries to remove one or more of the essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), vaginal haemorrhage, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('perforation : bladder base') and pelvic pain ('pelvic pain/ pain') in a 31-year-old female patient who had essure (ess205) (batch no. 620740) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control pill. Concurrent conditions included endocervical squamous metaplasia, endometritis and cervicitis. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cervicitis ("cervicitis"), ovarian cyst ("cyst"), metaplasia ("tubal metaplasia") and inflammation ("chronic inflammation"). In 2008, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced genital haemorrhage ("heavy abnormal bleeding/ abnormal bleeding (general)"). On an unknown date, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required), endometritis ("chronic endometritis"), uterine haemorrhage ("abnormal uterine bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), back pain ("back pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with oral contraceptive nos and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the bladder perforation, pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, cervicitis, ovarian cyst, metaplasia, inflammation, back pain and dysfunctional uterine bleeding had not resolved and the endometritis, uterine haemorrhage and abdominal pain outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, back pain, bladder perforation, cervicitis, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, endometritis, genital haemorrhage, inflammation, menorrhagia, metaplasia, ovarian cyst, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: on (B)(6) 2010, patient was forced to undergo one or more surgeries to remove one or more of the essure coils. Left coil placed with 2 coils remaining. Right coils placed with 2nd attempt, 3-4 remaining insertion date discrepancy: (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Results- successful sterilization. Concerning the injuries in the case, the following ones were described in patient's medical records: uterine haemorrhage (confirming genital haemorrhage), vaginal haemorrhage, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: medical records received: event: chronic endometritis added. Reporters, rcc added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.